Event description:
The customer reported that the tube broke or came loose and fell into the patient's mouth/throat. The tube was retrieved without any injury to the patient.

Manufacturer narrative:
Covidien reference#: (B)(4) . Date of initial report: (B)(6) 2010. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.